Event description:
During an atrial fibrillation ablation, a faradrive steerable sheath was selected for use. During procedure, went to aspirate when in patient and bubbles seen inside port of sheath. The sheath was replaced, and the procedure was completed without patient complications. The device is not expected to be returned as it was disposed.

Manufacturer narrative:
Correction to the initial MDR in block d4: unique identifier (UDI)# and g2 report source (other).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. Detailed product information was asked but was not provided to bsc. Because the product batch/lot is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
During an atrial fibrillation ablation procedure, the faradrive steerable sheath was selected for use. Upon attempting aspiration while the sheath was in the patient, air bubbles were observed within the port of the sheath. The sheath was subsequently replaced, and the procedure was successfully completed without any complications for the patient. The device was disposed of and is not expected to return for investigation.